Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's battery gauge has remained static for over 24 hours. Customer was expecting battery gauge to have reduced in value. Blood glucose was 136 mg/dl. There was no reported alarms. Customer's insulin therapy was not interrupted.